Event description:
The reporter contacted animas on (B)(6) 2012, and stated the ok keypad button was intermittently unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the down arrow and contrast keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.